Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colon, the device pushed the blade forward the blade got stuck and would not retract back into the housing. This occurred outside of the patient, the jaws remained closed. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.